Event description:
It was reported that during surgery,that the distal medial resection was larger than planned. As a result it appered that implant placement was not consistent with the approved surgical plan.

Manufacturer narrative:
The distal medial resection was not consistent with the pre-operative surgical plan.